Event description:
It was reported that syringe 30ml ll tip conv pak had foreign matter. The following information was provided by the initial reporter: material no: 305618, batch no: 0182698   it was reported that in two separate packs of the syringes, contaminants were found within the sterile pack upon opening the pack.   Verbatim: in two separate packs of the syringes, contaminants were found within the sterile pack upon opening the pack. One pack had a 1 cm size piece of what looked like brown corrugated cardboard and one pack had a piece of black hair within the pack. Both of these packs were used in an iso 5 environment and opened by a technician fully garbed in ppe. Finding the contaminants forced us to waste the medications that were being compounded.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0182698. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. This is the first complaint for foreign matter on material 305618 & batch 0182698. 0

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 30ml ll tip conv pak had foreign matter. The following information was provided by the initial reporter: material no: 305618, batch no: 0182698.   It was reported that in two separate packs of the syringes, contaminants were found within the sterile pack upon opening the pack.   Verbatim: in two separate packs of the syringes, contaminants were found within the sterile pack upon opening the pack. One pack had a 1 cm size piece of what looked like brown corrugated cardboard and one pack had a piece of black hair within the pack. Both of these packs were used in an iso 5 environment and opened by a technician fully garbed in ppe. Finding the contaminants forced us to waste the medications that were being compounded.